Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine were removed') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced immune system disorder ("immune system problems"), inflammation ("inflammation / how inflamed my whole body was"), herpes zoster ("had shingles three times") and allergy to metals ("became allergic to all jewelry") and was found to have weight increased ("I was 150 before essure removal") and blood immunoglobulin g decreased ("immunoglobulin g subclass 1 defeciency"). The patient was treated with surgery (she had essure removed - by the davinci robot.). Essure was removed. At the time of the report, the medical device removal, immune system disorder, weight increased, inflammation, herpes zoster and allergy to metals outcome was unknown and the blood immunoglobulin g decreased had resolved. The reporter considered allergy to metals, blood immunoglobulin g decreased, herpes zoster, immune system disorder, inflammation, medical device removal and weight increased to be related to essure. The reporter commented: patient commented she have had immune system problems....along with all other kinds of things... But the immune system stuff was the scariest! She wishes she had just gotten her tubes tied. Patient was 150 before essure removal and 9 days post op she have lost 5 pounds. She could feel the inflammation going away the day after surgery. Patient said essure caused her an immunoglobulin g subclass 1 deficiency what effect her ability to fight the virus causing she to have shingles 3 times. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content received from social media: new events added: weight increased and inflammation. New reporter added. Reporter causality comment added. On 20-mar-2020: content received from social media: new events added: herpes zoster and blood immunoglobulin g decreased. Non-drug treatment notes of medical device removal was updated. New reporter added. Reporter causality comment added. On 16-apr-2020: quality safety evaluation of ptc on 23-mar-2020: content received from social media: new event was add: immune system problems. New reporter was add. On 23-mar-2020: new event was added: became allergic to all jewelry. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine were removed') in a (B)(6) female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.